Manufacturer narrative:
A complaint investigation was conducted for the architect stat high sensitive troponin-I reagent, lot 79395ud00. A search for similar complaints identified an increase in complaint activity for lot 79395ud00, however, no trends were identified for list number 03p25. Device history review did not identify any nonconformances, potential nonconformances, or deviations associated with the complaint lot. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met, indicating that the lot is performing acceptably. The samples were described as being hemolyzed. Per product labeling, for accurate results, serum and plasma specimens should be free of fibrin, red blood cells, and other particulate matter, including cryoprecipitate. If the specimens contain fibrin, red blood cells, or other particulate matter, including cryoprecipitate, or have been stored at 2-8°c for more than 24 hours, centrifuge at a relative centrifugal force (rcf) of 3,000 to 3,500 x g for 30 minutes before testing to ensure consistency in results. Per product labelling any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. For mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Based on the investigation, the architect stat high sensitive troponin-I is performing as intended. No systemic issue or deficiency for the architect stat high sensitive troponin-I reagent was identified.

Event description:
The customer observed a false positive architect troponin result generated on an architect i2000sr analyzer for two patients. The following information was provided (reference range: female cutoff is 15.6 pg/ml, male cutoff is 34.2 pg/ml): sid (B)(6) (79-year-old female, hemolysis 1+) initial result on (B)(6) = 23 pg/ml, repeat result on (B)(6) = 5 pg/ml, repeat result on isr64774 = 4 pg/ml sid (B)(6) (55-year-old male, hemolysis 2+) initial result on (B)(6) = 105 pg/ml, repeat result on (B)(6) = 6 pg/ml and 6 pg/ml, repeat result on (B)(6) = 5.9 pg/ml. There was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98, 510k k191595.

Event description:
The customer observed a false positive architect troponin result generated on an architect i2000sr analyzer for two patients. The following information was provided (reference range: female cutoff is 15.6 pg/ml, male cutoff is 34.2 pg/ml): sid (B)(6) (79-year-old female, hemolysis 1+) initial result on (B)(6) = 23 pg/ml, repeat result on (B)(6) = 5 pg/ml, repeat result on (B)(6) = 4 pg/ml sid 515521 (55-year-old male, hemolysis 2+) initial result on (B)(6) = 105 pg/ml, repeat result on (B)(6) = 6 pg/ml and 6 pg/ml, repeat result on (B)(6) = 5.9 pg/ml there was no impact to patient management.